Manufacturer narrative:
(B)(4). Abbott vascular was unable to perform device analysis, as the product was not returned. A review of the complaint handling database found no other similar incidents from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue possibly related to manufacturing was identified. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored. The armada 35 5mm/60mm is filed under a separate medwatch MFR number.

Event description:
It was reported that during an unspecified procedure the 6.0 x 60 mm armada 35 balloon dilatation catheter (bdc) and the 5.0 x 60 mm armada 35 bdc were used for dilatation; however, the 6.0 x 60 mm could not maintain pressure at rated burst pressure (rbp); the 5.0 x 60 mm bdc could not be fully expanded. Evaluation at the site determined that the issues were due to leak at the shaft strain relief tubing. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.